Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be forward firing and decreased vaporization at 6,270 joules. A second fiber was used to complete the case. Patient outcome: "no injuries to the patient" reported.

Manufacturer narrative:
(B)(4).